Event description:
Damaged/cracked/cut insulation, fractured electrode coil (defib coil/patch) additional information from the ep lab coordinator at the hospital indicated lead had a "normal fatigue" fracture and no medwatch report was required.